Event description:
Along with the reported symptoms patient had stopped breathing was also stated.

Event description:
Additional information obtained later indicated that the patient remained in the hospital ICU for a few days and was released to go home on hospice care. The patient passed away on (B)(6) 2013. The cause of death was not reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the exact cause of death was not known but it was not related to the pump or therapy. Patient was in the hospital for 2 days and discharged on (B)(6) 2013. They saw the patient for their last refill on (B)(6) 2013 and at that time patient was getting fentanyl 30mg/ml 1.5mg/day set at basal and bupivacaine 15mg/ml (no separate dose).

Event description:
It was reported that patient had experienced overdose, sweating and his heart stopped; it was stated patient coded and an ambulance was called. Patient was taken to the hospital and as of the date of report was on a ventilator in ICU (intensive care unit). It was additionally stated that they¿d done a catheter dye study and a catheter break in the proximal segment was stated; cause not determined. Drugs in the pump were fentanyl and bupivacaine. Patient status was noted as alive with no injury. Additional information obtained on (B)(6) 2013 stated that patient¿s pump was set to minimum rate on the afternoon of (B)(6). The patient was not receiving pain relief; the cause of the catheter leak was unknown. Per reporter there were no plans to replace the catheter. The patient remained in the hospital ICU and was still using the pump at minimum rate. Drug dose/conc. Were reported as fentanyl 2.0 mg/ ml and bupivicaine 5.0 mg/ml; receiving 1.2 mg/ day of fentanyl. It was later reported on (B)(6) 2013 that the patient was released from the hospital.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n170421001, implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).